Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure that two burs broke resulting in a delay of forty minutes. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.

Event description:
It was reported that during a surgical procedure that two burs broke resulting in a delay of forty minutes. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.